Event description:
It was reported that during a mid right coronary artery stenting procedure, after successfully deploying the xience xpedition stent, the stent delivery system (sds) was difficult to remove. It was noted that when pulling back on the sds, the markers stayed in place but the sds moved slightly. After attempts to re-inflate and deflate, while pulling back on the sds, the balloon would fold on itself, so the sds, non-abbott guide catheter and the balance middle weight (bmw) guide wire were removed as one unit. The stent was delivered with excellent result, so no additional intervention was performed. There was no adverse patient sequela and no delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: hi torque balance middle weight guide cath: boston scientific guide catheter the balance middle weight (bmw) guide wire referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The resistance with the sds was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.